Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely distal end becoming detached occurred due to a stress problem. However, a definitive root cause of the event count not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the distal end detached from the cysto-nephro videoscope. There was no patient involvement.